Manufacturer narrative:
Device evaluation of battery charger has been completed at the distributor. The reported problem (will not power on) has been confirmed. Upon investigation the charger was unable to power on. The cause for the failure was isolated to an internally shorted fu100 component. The root cause for the shorted component could not be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to power on.